Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the sphincterotomy the wire broke. No wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the sphincterotomy the wire broke. No wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation revealed that the working length was twisted and exposed cut wire was broken at the proximal pierce hole. The extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cut wire was broken. During manufacturing, tome devices are 100% inspected for cut wire and working length integrity so the wire break likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.